Event description:
It was reported that the user experienced hyperglycemia after a supply change when the ilet remained on the ¿fill tubing¿ step and insulin delivery was not resumed, with glucose reaching approximately 410 mg/dl for over three hours until the user performed a full rewind and completed the supply change process. Symptoms included nausea and headache, and ketone testing was initially moderate and then large before resolving to trace and then negative. Outcomes included the use of backup insulin (3 units) and temporary disconnection from the ilet, with no hospitalization and recovery after resuming insulin delivery on the device. Investigation included customer counseling, device use review, guided troubleshooting, and education on completing the supply change workflow and alarm interpretation. Investigation of this case revealed incomplete supply change completion that interrupted insulin delivery, with no reported occlusions and successful restoration of therapy after proper rewind and priming. It was concluded that the event was related to use error with incomplete setup rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.